Event description:
It was reported that a procedure was performed utilizing the reform modular pedicle screw system. During the procedure the modular polyaxial tulip assembly reform mis pedicle screw sys (64-mt-0403) popped off of the screw. Attempts to obtain additional details have been unsuccessful to date.

Manufacturer narrative:
H3 other - evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.